Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no missing segments or partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display anomaly. There was black discoloration across the screen. The patient's blood glucose at the time of incident is unknown. During troubleshooting it was confirmed that the device was neither dropped nor bumped. The insulin pump will be returned for analysis.